Event description:
Patient's sister reported some gray plastics got into the medication vial from the adapter mckesson clave. Advised no longer good to use. Patient denied nurse assistance to go over technique. Sister informed that they been doing this for a long time and well aware. This is the first time that happened. No further info provided.